Manufacturer narrative:
Gehc technical support reviewed the logs and recommended replacement of the consolidated ventilator interface board. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/17/17 phone call, 7/20/17 phone call, 7/24/17 phone call.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly cycled power and continued the case. There was no reported patient injury.